Manufacturer narrative:
If addtional information is received that changes the outcome of the investigation a follow-up report will be filed.

Event description:
Incore was implanted in (B)(6) 2021. Patient didn't heal and has a non-union. Going to revise as both screws broke with the incore implant.